Event description:
When the catheter was flushed, the line was leaking at the insertion site. It appears that the lumen had burst. Catheter was removed.

Manufacturer narrative:
A review of the DHR and manufacture process, including leak testing, revealed this lot was manufactured to specification. The reported failure was not attributed to the manufacture process. We are unable to determine the cause or factors that may have contributed to this event. Potential causes that might cause damage to the catheter include flushing against resistance, such as a clot or a kink in the catheter, use of a syringe smaller than 10cc, bolus injections exceeding maximum bolus pressure of as stated in the instructions for use.